Manufacturer narrative:
Evaluation revealed the tips of both screws are missing. The distal thread of the longest screw returned is deformed and only half of the second screw was returned. The customer states the bone tunnel prepared was 7mm. The recommended size for bone tunnel is between 1-2mm smaller than the graft diameter, and a screw 1mm larger than the tunnel size should be selected. The graft size is unk but the screw was 2mm larger than the tunnel size. This was most likely the cause of the event.

Event description:
Both screws broke during anterior cruciate ligament surgery. Size of bone tunnel: 7mm. Broken off pieces were not retrieved. Customer did not report any adverse consequences with the pt as a result of this event. This device is used for treatment.